Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was bent. The device was removed and procedure was completed with another of the same device. No patient complications were reported. And patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged the entire length with stent struts stretched and distorted. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that when the stent protector was removed, the stent strut was fond deformed.